Event description:
This event is being reported as the implanting surgeon is unsure if the device contributed to a surgical re-intervention. Prior an elective procedure to perform an extirpation of a tumor on the femoral groin, an aorto-femoral bypass with a vascular prosthesis was performed in order to keep an adequate blood flow. After the tumor was removed the area was filled using pedunculated rectus abdominis flap and omentum majus. The operation was successfully complete. The following month: twenty six days after the initial operation, the pt was reported to have made a good recovery and was transferred to the hospital. 15 days later: bleeding (600cc) from the area where the tumor was removed was confirmed. Hemostasis by compression was successfully performed. A bacterial infection (pseudomonas aeruginosa) was identified at the area where the tumor had been removed. The doctor indicated at this time that there may have been a disintegration on the anastomosis caused by the infection. 2 days later: further to a decision made by the orthopedist. The right leg of the pt was amputated at hospital. Upon examination of the area. The surgeon did not observe a disintegration of the anastomosis but did find a hole on the graft. Which he suspected was the case of the bleeding. The graft was explanted and the operation was successfully completed. The surgeon stated on the completed adverse event form that the amputation would have to have been performed due to the presence of the infection but was performed sooner due to the bleeding encountered.